Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead was surgically abandoned and replaced due to consistently high out-of-range shock impedance measurements greater than 200 ohms. During the procedure, visual inspection of the opened pocket and fluoroscopic imaging revealed no concerns regarding the device header. No additional adverse patient effects were reported.